Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving gablofen (concentration 2000 mcg/ml, dose 475 to 499 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. At the pump refill on this report date, the elective replacement indicator (eri) had already occurred on (B)(6) 2017 (also reported as premature eri ) per event logs with an end of service date of (B)(6) 2017. The low reservoir alarm had already occurred on (B)(6) 2017. (B)(6) 2017 was what the last print out showed for the alarm. There were no other anomalies per the event logs. The last time the pump was scanned was (B)(6) 2016 and at that time there were 19 months to elective replacement indicator (eri). The last change was (B)(6) 2016 and the dose was increased from 475.4ug to 500 ug/day. No other drug changes had occurred. The patient was in hospice so they were not sure if patient would be able to go though a pump replacement. They were inquiring if this was normal. No medical symptoms were reported. No further complications were anticipated/reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018 who reported that the patient¿s pump was alarming. The pump was alarming 3-4 months. Per the reporter, the pump had quit working for a month to a month and a half. The reporter thought probably february but was not exactly sure and did not know why it stopped working. The reporter stated that he also didn¿t think that they did any testing on the pump. The healthcare provider had raised the patient¿s medication probably the last 2-3 times the patient had their pump filled. The reporter also stated that the physician did not think the pump needed to come out; they could manage the patient with oral baclofen. The patient¿s next appointment wasn¿t until summer with the physician. It was also noted that the patient had a ¿pubic cath¿ put in (B)(6) 2017 and it keeps breaking. The reporter wanted to know if the pump is causing it. The reporter requested physician listings. There were no patient symptoms and no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional and food and drug administration (FDA) representative wanted to know the manufacture date for the pump that the patient had and if it was related to the battery performance field action from april 2017. It was reviewed that the exact manufacture date was not available but the pump fell into the following population for the battery performance field action; this pump was included in the population of devices containing a battery manufactured between january 01, 2011 and june 30, 2011. The FDA rep said this was adequate information to fulfill his request no further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional indicated that the patient did not wish to have the pump refilled. It was reported that the patient plans to go to the clinic to have the pump turned off. No further information was reported.